Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon was difficult to inflate and then would not deflate. The health care provider reported negative pressure was created with a syringe to partially deflate the balloon. The hcp further reported that the pta balloon and sheath were removed together as a single system. The initial inflation reportedly was efficient and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the sample was returned used. The balloon size for this product is printed on the balloon hub of the catheter and identified the return sample as a 10mm x 4cm balloon. The distal end of the balloon was bunched and protruding from the distal end of the introducer sheath tip. No other anomalies were noted to the device. The introducer sheath tip was flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was advanced through the sheath without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was not able to inflate. The balloon was cut at the proximal cone to examine the inflation/deflation lumen. After opening the balloon, it was noted that the glue bullet was lodged in the outer catheter shaft and was blocking the inflation/deflation ports. The flat edge of the bullet was noted to be slanted and was not perpendicular to the polyimide surface. Extra tension was present in the polyimide tubing that was causing the glue bullet to lodge back in the catheter shaft once removed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for inflation issues, as the balloon was unable to inflate due to the glue bullet blocking the inflation/deflation ports. The investigation is inconclusive for deflation issues, as the balloon was unable to be inflated. The investigation is confirmed for a product quality issue, as the od of the glue bullet did not meet the minimum required specification, causing the glue bullet to become lodged within the outer catheter shaft. The investigation is also confirmed for retraction problems, as the balloon was unable to be retracted through the sheath. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The od of the glue bullet was too small and did not meet the minimum required specification of 0.0618", the glue bullet measured .00605". The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the inflation/deflation issues. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.